Event description:
Healthcare professional reported a right side deflation. The device has been replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: deflation. Device evaluation: visual analysis of the returned device identified; crack opening, white particles in shell, flat creases. The leak test and microscopic analysis was performed which identified: a curved cracked opening in valve assessed as cracked valve seat diaphragm valve. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crack opening on valve assessed as cracked valve seat diaphragm valve.